Manufacturer narrative:
Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the biliary duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician could not pull the handle to release the stent. The stent was deployed for a few millimeters. The stent was not fully constrained and was removed partially deployed from the patient. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
A visual and microscopic examination found that the device had been returned to the complaint investigation site with the outer sheath retracted by 5mm. The investigator observed that stent wires had perforated the outer sheath 8mm from its distal end. It was noted that the shaft was kinked at various positions along is length and the t-bar connector had detached from the outer sheath. The fillet of glue was attached to the t-bar connector indicating that it had been bonded to the outer sheath as required during manufacture. During the product analysis the shaft was dissected, the inner was withdrawn and the stent was deployed. A microscopic examination of the stent revealed that the wires were uncrossed at the distal end. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the biliary duct during a stent placement procedure performed on (B)(6), 2014. According to the complainant, the stent was used to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician could not pull the handle to release the stent. The stent was deployed for a few millimeters. The stent was not fully constrained and was removed partially deployed from the patient. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".